Event description:
Had silicone breast implant surgery in 6/91. One yr ago began to experience burning, painful reaction (enough to make her get up at night). She had always had twinges of pain in left breast during the day. She stated that her breasts look the same in appearance, but symptoms are worse now. She went to see the dr but he was nonchalant about it.